Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro, cutter on device failed and stopped cutting. The device delivered energy but would not cut. Account opened another kit to finish the case. No patient injury was reported.

Manufacturer narrative:
Trackwise ID (B)(4). Updated sections: b-5, g-4, g-7, h-2, h-6, h-10, h-11. Corrected section: h-3 if other provide code -explain: corrected from "device not returned" to "device discarded". Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device discarded: (4115/ 3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro, cutter on device failed and stopped cutting. No patient injury was reported.